Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose event. Blood glucose was 549 mg/dl at the time of incident. No symptoms related to high blood glucose was observed. Customer treated with insulin pump and declined troubleshooting for high blood glucose issue. Customer also mentioned that the insulin pump had a no delivery alarm. During the no delivery alarm troubleshooting , customer stated that the insulin exited during a 5.0 unit fixed prime was delivered, there was no bent cannula on infusion set. Advised customer to change out infusion set and treat for high blood glucose and call back if issue persists. No insulin pump was expected to return for analysis.